Manufacturer narrative:
Evaluation: the product code icf100, intraclude aortic device was returned for evaluation. Some dried blood was visible on the returned components. The catheter was visually inspected and found a large hole with heavy dried blood in the balloon. There is a tear in the balloon possibly due to over inflation of the balloon as stated in the complaint. A DHR review was performed and no non conformances were identified during this review. Instructions for use were reviewed and found to be appropriate. The root cause of the balloon burst is use error. The instructions instructs the user not to inflate the balloon more than 40 cc, as occurred in this situation. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.

Event description:
As reported, the balloon of an intraclude aortic device burst during use. According to the sales rep, the balloon the rupture is definitely not from a needle puncture. The surgeon noticed an unusual progressive pressure drop in the balloon and he kept adding volume. He started with 35 cc and he added 5-6cc in the first 20 mins; after 50 mins clamp time another 3-4 cc and then 5-6cc. Balloon pressure started at 390 and rapidly fell down to 340. The first 6cc brought the pressure right back to 410, but rapidly falling down to 340 again. Aortic root pressure was in average 35 during the procedure though raising rapidly to 50 when balloon pressure got below 350. During the preparation and delivery the balloon did behave normally. There was a 15 minute delay in procedure time. No injury was reported. Patient ended up with normal direct aortic clamping with chitwood clamp.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.